Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 127; repeat 137. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 128; repeat 138. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 129; repeat 139. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 129; repeat 139. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 128; repeat 138. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 130; repeat 141. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 127; repeat 136. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 124; repeat 133. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 129; repeat 142. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 126; repeat 137. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 131; repeat 142. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 127; repeat 137. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 126; repeat 136. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 125; repeat 133. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 130; repeat 139. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 124; repeat 138. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 127; repeat 136. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 125; repeat 135. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 125; repeat 134. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 130; repeat 142. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 129; repeat 141. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 128; repeat 138. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 130; repeat 140. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Event description:
User received erroneous ise results for 57 pt samples. The following 24 pt examples of discrepant result for sodium were provided: units of measure, mmol per l. Initial 132; repeat 141. Discrepant results were reported and corrected reports were sent out. User indicated he had no knowledge if pts were treated or adversely affected based on the results reported.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and check vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.